Event description:
The customer reported an error condition of hemoglobin blank shift and low hemoglobin results for patient samples when using the unicel dxh 800 coulter cellular analysis system. Quality control samples were run before the event and were within specifications. The customer discontinued use of the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Specific patient information was not provided by the customer. On 12/18/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the hemoglobin chamber had a film-like appearance on the inside of the chamber and replaced it. The hemoglobin reading was approximately 0.5300 prior to the replacement, and the hemoglobin reading was at 0.6850 after the replacement. (B)(4).